Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with bifurcated stent, an infrarenal aortic extension, and two suprarenal aortic extensions. A follow up computed tomography (CT) scan showed an unknown endoleak. On (B)(6) 2016, the physician implanted a bifurcated stent to reline and two ovation extenders to rule out a type 1b endoleak. Following the secondary intervention the patient still had a leak remaining. The physician will continue to monitor the patient. There have been no additional adverse events reported for this patient

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1b endoleak of the right common iliac artery, a type 3b endoleak of the main body and a persistent leak post secondary procedure. There was enough evidence to support the following observations; aneurysm sac growth and an unknown endoleak. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use, patient anatomy, calcification in the aorta, and calcification in the iliac seal zones. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time. There have been no additional adverse events reported for this patient.